Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels reaching approximately 40 mg/dl at night. Reportedly, the pump settings had been adjusted when low bg levels began occurring. Customer brought bg levels back to target range by eating a snack. Recommendation was made to discuss diabetes management with customer's health care professional.